Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The loaner gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the air/water tube and the jet tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found in the air/water tube and the jet tube, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; the adhesives around the objective lens and the bending section cover were chipped; the coating on the connecting tube was peeling; and there were scratches on the grip, the right/left knob, the switch box, the plastic distal end cover, the objective lens, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.